Manufacturer narrative:
The fse confirmed the problem reported by the customer of at times when attempting to perform cine acquisitions the system would show communication errors, freeze, and have to be reset. The fse determined the cause of the problem to be the cine bridge board was faulty. The fse replaced the cine bridge board and verified system functionality. The cine bridge assembly is responsible for bandwidth-efficient storage and retrieval of image frames, in real-time, through a high-speed serial interface. This serial interface physically connects to a hard disk drive, consisting of serial ata (sata) drive technology. Control of cine bridge functionality is through the rtos (real-time operating system) pci bus. Failure of the cine bridge assembly can cause cine functionality issues and error messages. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and identified as requiring parts replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up while trying to acquire cine sequences. No patient serious injury or death was reported related to this event.